Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 1 patient tested for valp valproic acid (valp) on a cobas integra 400 plus. The initial result was 345 ug/ml. The sample was diluted 1:2 and the result was 344 ug/ml. A new sample was obtained on (B)(6) 2018 and the result was 160 ug/ml. These results were believed to be too high. The customer suspects an interference. The results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The integra 400 plus serial number was (B)(4).

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.